Event description:
It was reported that there was redness and yellow drainage at the ipg site. The patient was given antibiotics to address the infection.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07823, 1627487-2024-07822, 1627487-2024-07674, 1627487-2024-07673, 1627487-2024-07672, 1627487-2024-07671. The patient was given IV antibiotics to address the infection. The patient's system was later explanted to address the issue. Reportedly, the infection has resolved.